Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of left ventricular (lv) capture. The lv outputs were increased, and then the patient experienced phrenic nerve stimulation. At that time, shock impedance measurements of greater than 200 ohms and lv impedance measurements of greater than 3000 ohms were noted. A surgical revision was performed, and the distal terminal pin of the right ventricular (rv) defibrillation lead was able to be pulled out of the device header without loosening the setscrew. It was noted that the issue could have been that the setscrew was not fully tightened down or that the lead was never fully inserted in the header. The lead was re-inserted in the header and the setscrew was tightened and all impedance measurements were within normal range. This also resolved the lv lead measurements. No additional adverse patient effects were reported. The device remains in service.